Event description:
It is reported that the device was implanted in 2002 and revised in 2007, due to the humeral component loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no item or lot number information was available. Based on the provided information, a definitive cause can not be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.